Event description:
The one way valve diaphragm detached and the patient swallowed the diaphragm while doing an inspiratory force. The white diaphragm should not detach from the one way valve. The patient vomited up the white diaphragm and refused to perform any more parameters.====================== manufacturer response for ventilator monitoring adaptor circuit, hudson rci======================rep called and notified. Not known if rep will come get device.